Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe solomed 5ml ll w/shld sla had no tip.

Event description:
It was reported that a syringe solomed 5ml ll w/shld sla had no tip.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe syringe tip damaged. The potential cause for the problem is a barrel jam at assembly machine, causing the damage at syringe tip. The incident identified from this complaint will be monitored for trend evaluation.